Manufacturer narrative:
Updated data: b2. D. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-08-26; use by date: 2027-08-26; implant date: non-implantable; FDA site ID: (B)(6). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve contributed to the stroke, and the dissection of the middle cerebral artery during the thrombectomy contributed to the death.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. H11. System reported device this is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: non-implantable; FDA site ID: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was first identified post operatively upon waking from the transcatheter aortic valve implantation procedure. The patient was unable to recall words and unable to speak. Following the implant of the valve, the patient was transferred to another hospital where a tenecteplase injection (tnk) was administered for thrombus, and a thrombectomy was attempted. However, during the thrombectomy, the middle cerebral artery was dissected which caused hemorrhaging in the brain. In result, the thrombectomy was aborted. Comfort measures were withdrawn approximately 3 days later and the patient subsequently died. Per the physician, the thrombus caused the stroke. Additionally, it was reported that the patient died due to the middle cerebral artery dissection that caused bleeding in the brain. Per the physician, it was unknown if the stroke was related to the valve and delivery catheter system (dcs).

Event description:
It was reported that following the implant of a transcatheter aortic valve, computed tomography (CT) and a neurological assessment were utilized to identify that the patient had a middle cerebral artery cerebral vascular accident (cva). In response, the patient was administered "tpk" and was transferred to a tertiary center for a higher level of care. Per the physician, the valve contributed to the patient symptoms.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-2329}; product serial/lot number: {unknown}; product type: {0195 - heart valves}.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.